Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The unit was installed and tested in the printed circuit assembly (pca) test system. Upon start-up error 281. The problem was caused by fluid contamination on the unit. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable after the start of a surgical procedure, although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer experienced repeated non-recoverable errors. The customer stated that all arms went red. The intuitive surgical inc. (Isi) technical support engineer (tse) logged in remotely and noted repeated 23/30 errors on armnet 3. The tse had the customer emergency power off and power cycle the patient side cart (psc) with no change. The tse had the customer undock the system and lower the camera arm to lowest position and the system was still faulting. The tse informed the customer that the error was going to keep coming back on camera arm and by disabling the camera arm would cause intuitive motion to be lost. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the remote arm controller (rac) board. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.